Event description:
Occlusion in the mid face [vascular occlusion] rha to the midface [off label use] united states report received from a health care professional on (B)(6) 2021. A health care professional/injector reported that a female patient of an unknown age received unknown rha on (B)(6) 2021; dose, frequency was not reported. An unknown volume of rha was applied to the mid face area using an unknown injection technique. It was unknown needle from the box was used for the administration of rha and cannula was not used for rha administration. Previous cosmetic procedures were not provided. No medical history was not provided. Concomitant medications and food supplements were not provided. On (B)(6) 2021, the consumer was injected into mid face with rha. After unspecified time, following the injection of rha the patient had occlusion in the mid face. On (B)(6) 2021, the prescriber injected the patient with hyaluronidase. Additionally, it was mentioned that the capillary refill was 3 to 4 seconds. The consumer refused to see the prescriber again. On (B)(6) 2021, the patient went to somewhere else for the treatment. The outcome of the events was recovering. The intensity of the events was not provided. The product was not available for return. (B)(4). No additional information was available at the time of this report.